Event description:
The product was used during a lap chole procedure. Reportedly, the clips would not load properly. No pt injury reported.

Manufacturer narrative:
1/9/1998-supplemental report #1 submitted to FDA. Qa is unable to reliably determine the cause of the difficulty experienced as the instrument was returned was returned fully fired.